Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, diabetes mellitus, smoker, periodontal disease, bruxism, peri-implantitis, pain, swelling, mobility.